Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this morbidly obese patient expired post implant of this pacing system. The patient became claustrophobic during the case. The implant was completed and post implant a blood pressure measurement of 60/40 mmhg was reported, a levophed drip was started. The physician was speaking with patient, and the patient went unresponsive. Cardiopulmonary resuscitation was initiated and the patient later passed away with no allegation against the device performance. No perforation was seen under echocardiography. It was reported that the device worked normally throughout the case.